Event description:
It was reported 3rd administration of cathflo helped flush the catheter. No other information was provided. Additional info. Received 01/11/2021. "5fr triple PICC kit comes with a securement device in the kit package says statlock stabilization device, this is what we use."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the catheter was difficult to flush and aspirate was inconclusive due to the sample condition. One 5fr triple-lumen powerpicc solo was returned for investigation. Evidence of use was observed on the catheter. The PICC was received with injection caps attached to the solo connectors. The catheter had been trimmed to length between the 18 and 19 cm depth marks. The distal catheter segment was not returned for investigation. The catheter was curved between the 0 and 7 cm depth marks. The 2-4 cm depth marks were worn from the tubing. A functional test revealed no occlusions or restrictions in the flow for infusion or aspiration. The catheter wall thickness was within specification. Kinking, clotting, or precipitate formation within the lumens may have been contributing factors in the reported event, but no damage was observed on the returned sample. The instructions for use (IFU) state, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported 3rd administration of cathflo helped flush the catheter. No other information was provided.